Manufacturer narrative:
The correct statement should read "the reported meter and test strips were returned and investigated. The complaint was not confirmed and a new issue was observed. The results were within the range specification and an error was observed during control solution testing. The reported readings were found in the meter's memory."

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's mother) reported receiving erratic readings on their child's adc blood glucose monitor. Customer reported receiving readings of "lo" (less than 1.1 mmol/l), 6.9 mmol/l and 13.3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory.